Event description:
In 2002, the user facilities qa department informed the manufacturer's sales representative of the following: dye study revealed a sheared device catheter. Physician removed a portion of the device catheter from the inferior vena cava in the cardiac cath lab. Physician removed the device and the remaining device catheter in the operating room. No replacement device placed. Patient at end of therapy.